Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, ¿the image is not displayed¿ occurred due to defective scope connector. A definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found the video cable connector was faulty, causing no image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the video system center had a faulty connector, and there was no image when connecting the flexible endoscope. The issue was found during preparation for use. The intended procedure was therapeutic choledochoscopy, which was completed using a similar device. There were no reports of patient harm. Customer contact name/title is not provided because the requested data cannot be made available due to restrictions imposed by the ¿law of the people¿s republic of china on the protection of personal information¿. Patient's demographic information is not provided because the requested data cannot be made available due to restrictions imposed by the ¿law of the people¿s republic of china on the protection of personal information¿. Repair event: the customer reported: faulty connector, no image when connecting soft endoscope. No injury or death reported to olympus. The reported problem was found during inspection before procedure. The supporting device is none. The patient was not under anaesthesia. The facility finished the procedure with another one. The intended procedure is choledochoscopy.